Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01305, 0001825034-2018-01306, 0001825034-2018-01307,. Concomitant products: cat 195205 ¿ lot 934930 - vgxp intlk fmrl rt, cat 195757 ¿ lot 677780 ¿ vgxp xp inlk pri tib tray, cat 195779 ¿ lot 641410 ¿ vgxp xp e1 tib brg rl. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Pn 195850 ln 597010; review of the device history records found no deviation and anomalies. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required as no were trends identified. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) reported that 6 months post a total knee arthroplasty procedure that was carried out on the right knee on (B)(6) 2014, the patient reported pain and discomfort along with problems in walking about and performing usual activities, found it difficult to stand up, walked with a limp, found it moderately difficult to kneel, experienced pain from the knee most nights, pain greatly interfered with usual work and the patient was housebound. Patient's satisfaction rating at 6-months was "not satisfied/I have never been happy."